Event description:
It was reported to philips that system was hanging, preventing imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use at the time of event occurrence. The neurovascular procedure was delayed and completed by moving patient to another room. A philips field service engineer (fse) visited the site and confirmed that the system had stopped generating x-rays and was unable to produce images. Upon troubleshooting, the philips engineer found that the drive was failing on the frontal plane but remained functional on the lateral plane. Despite rebooting the system twice and removing unnecessary studies, space issues persisted. The review of system log files indicated issues related to ippc(image processing pc). The fse identified the image drives as defective, replaced them, and recreated image store. After the replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.